Event description:
Healthcare professional reported right side capsular contracture, baker grade iii, and "possible deflation." Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: crack opening, crease flat, opening. Leak test was performed and found opening crack on diaphragm valve and opening. A microscopic analysis was performed which identify opening crack. And opening striated in the posterior side. Based on the device analysis the final assessment is: a crack opening on diaphragm valve due to cracked valve seat diaphragm valve and a striated edge opening on posterior side due to surgical damage.

Event description:
Device was explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, and deflation.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii, and "possible deflation." Device remains implanted.